Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned.

Event description:
Additional information was received that noise was observed and that the cause of noise was not determined and that the patient was not pacemaker dependent.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.